Event description:
I'm experiencing a 50% failure rate with dexcom g7 glucose monitors I have contacted the manufacturer and have not received satisfactory help. This is a known problem with the product. I need replacement products or compensation for the failure of the product.